Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant continued: 5076 implantable pacing lead (B)(6) 2005. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had no impedance measurement on the superior vena cava (svc) coil and had high impedance on the rv coil. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.